Manufacturer narrative:
The device, used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device broke and has signs of wear and tear from use. The device was manufactured in 2014. According to clinical/medical investigation , the strike plate broke off the impactor outside of the patient during the procedure. Reportedly, the procedure was completed using a backup s+n device without delay and no patient injury was reported. Responses to medical documentation requests were not received. Patient impact beyond the modified surgical procedure/use of the backup device would not be anticipated as the procedure was reportedly completed without patient harm, and/or surgical delay; therefore, since no patient injury/harm was alleged, no further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. A review of risk management files and the instructions for use found that the reported failure was documented appropriately.based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time.

Event description:
It was reported that during thr procedure the r3 offset impactor strike plate broke off while impaction. No delay reported. S&n back up device was available to complete the procedure. Any other issue that could affect the patient's condition was not reported by this event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.